Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped performing as expected. A computerized tomography (CT) scan revealed no fluid in the reservoir, suggesting fluid leak in the device. The patient underwent surgery and the device was removed. A non-boston scientific prosthesis was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and functionally tested. The first cylinder had a hole by the distal tip consistent with explant damage. The second cylinder performed within specifications. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported fluid leak could not be confirmed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped performing as expected. A computerized tomography (CT) scan revealed no fluid in the reservoir, suggesting fluid leak in the device. The patient underwent surgery and the device was removed. A non-boston scientific prosthesis was implanted. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped performing as expected. A computerized tomography (CT) scan revealed no fluid in the reservoir, suggesting fluid leak in the device. No further information was provided.